Manufacturer narrative:
(B)(4).

Event description:
The patient and a manufacturer representative reported that they were implanted the friday prior to the report and on saturday it lasted for a while but then towards the end of the night it just quit and the patient stopped feeling stimulation. The patient thought the implantable neurostimulator (ins) battery charge was low or dead so they began recharging their ins. The patient recharged for an hour and then they went to bed. Then on sunday morning "it dissolved again" so the patient recharged their ins again. It was noted that the ins did not fully charge even though the patient had all 8 coupling boxes shaded and they recharged for 5 hours one day and 2 hours the next day. The patient had not used any equipment to verify the ins status. The patient noted that when they started recharging within a minute they could feel it come back on again. It was noted that the way the stimulation was set the patient could feel stimulation more when they were laying down than when they were standing up. When these issues began they couldn't feel stimulation laying down or standing up; it just felt like somebody was on top of them. The patient had been told to leave their settings alone until a follow-up appointment on (B)(6) 2016. The patient's stimulation was set so they could feel it in their back and legs. The patient was seen by a manufacturer representative on (B)(6) 2016 and the patient was re-educated on charging and everything seemed to be working. The patient noted that they did not have any concerns and they were pleased with the therapy.